Event description:
An aneurx stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 32 months ago. Aneurysm and vessel morphology at the time of implant were not reported. The pt's f/u history and presentation at the time of the event are unk. At the time of the event, the aortic neck was severely angulated. It was reported that currently, the pt presented with a 13 cm aneurysm and a type iii endoleak between the aortic cuff and the bifurcated stent graft. There is no indication of any bifurcated stent graft migration, and currently, the aortic cuff is 1 cm below the lowest renal. It is unk whether the cuff moved or was placed 1 cm below the renals at the time of implant. The physician planned to reline the stent graft with an aortic cuff and extend to the lowest renal. However, during the prepping of the pt, prior to cut down of the femoral artery, the pt became hypertensive and then lost blood pressure. The physician aborted the plan to place an aortic cuff to treat the type iii endoleak. The anesthesiologist and team started chest compressions/CPR which lasted for about 1 hour while the physician attempted an open surgical repair. The pt expired before the open repair was complete (MFR: 2953200-2010-00322). The physician stated that there was no rupture of the aneurysm. Therefore, the physician stated that this was not an aneurysm or device related death. Per the physician and death certificate, the cause of death was a cardiac event.

Manufacturer narrative:
(B) (4) - (type iii): eval, results: (death, endoleak). (Aortic neck was severely angulated).